Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (ses) found blood in the distal outer sheath and on the entire length of the ses and no saline visible, consistent with the reported information that the unit had been used. The distal outer sheath was fully retracted proximal to the base of the tip. The handle was in an unlocked position. The stent implant was not returned. This is all consistent with the stent being successfully deployed as reported. There was no damage noted to the ses. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. During production all absolute pro stents are 100% visually inspected for stent damage (both the internally and externally), 100% dimensionally measured, and 100% radial force tested. It may be possible that the fractured appearance was related to the stents design and its expansion within the patient's anatomy. Under fluoroscopy, the independent ring expansion may appear as a step in the contour of the stent, and be erroneously interpreted as a stent fracture. Without images to review engineering cannot verify the reported stent fracture and it is possible that the stents fractured appearance is anatomically related. However, this could not be confirmed. Because it was reported that the absolute pro was used to treat the sfa, it should be noted that product instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and the lot release testing results were reviewed and this lot met all release criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported stent fracture could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left superficial femoral artery (lsfa) stenting procedure, an 8x60 absolute stent was successfully deployed. After post-dilatation with a non-abbott 6x40 balloon, the stent was noted to be fractured/cracked. A distal lesion was noted, so a 7x100 absolute stent was attempted to cross through the previously deployed 8x60 absolute stent; however, the 7x100 absolute stent could not advance through the 8x60 absolute stent. The 7x100 absolute stent was removed without issue. A non-abbott covered stent was placed inside the fractured stent and was post dilated. The 7x100 stent was advanced through the stent and placed without issue. There was no adverse patient sequela reported. Although requested, there was no additional information provided.